Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: report source, imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue of pca pump reading the volume of the syringe incorrectly could not be confirmed. No inspection and testing could be performed as no device was returned for investigation. Data set (mh version sep_30_25.gre) was provided and reviewed for the reported event. No findings were observed that could contribute to the reported issue. Alaris system user manual (v12.3.2), states within warnings and cautions to use only standard luer-lock syringes and infusion sets with integrated anti-siphon valves, designed for use on syringe-type pca pumps. Ensure syringe sizes and models are compatible with the pca module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems. Additionally, ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported pca pump reading the volume of the syringe incorrectly was not determined as no device or infusion set was returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca pump read the volume of the syringe incorrectly. The medication was a hydromorphone 250mg/25ml in a bd syringe 30ml sku 305618 (not compatible with alaris pca module). The medication was compounded by a third-party pharmacy, reve pharma. Per report, the total drug volume within the syringe was 25ml but the pca module detects 24.4ml. Per report, the volume discrepancies vary, and they have seen anywhere between 24.4 and 24.6 in the pump while the plunger level on the syringe reads at 25 ml. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca pump read the volume of the syringe incorrectly. The medication was a hydromorphone 250mg/25ml in a bd syringe 30ml sku 305618 (not compatible with alaris pca module). The medication was compounded by a third-party pharmacy, reve pharma. Per report, the total drug volume within the syringe was 25ml but the pca module detects 24.4ml. Per report, the volume discrepancies vary, and they have seen anywhere between 24.4 and 24.6 in the pump while the plunger level on the syringe reads at 25 ml. There was patient involvement but no harm.